Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred on (B)(6) 2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed but the complaint confirmation is undetermined because there is no data to view, within the issue date window, that reflects the alleged device. The allegation was undetermined. The probable cause was undetermined because the reported allegation was not found. No injury or medical intervention was reported.